Manufacturer narrative:
(B)(4). H6: investigation summary the complaint investigation for discrepant results with the bd sars-cov-2 reagents for bd max¿ system (ref (B)(4) unknown lot# was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Customer provided data allowing to identify that lot 0168353 of bd max¿ exk¿ tna-3 kit was used with the sars assay. Review of the manufacturing records of bd max¿ exk¿ tna-3 kit lot 0168353 indicated that results met the specifications for release. Customer reported false positive results for 2 samples on run #811. After verification, the 2 samples were on 2 different runs: n1 positive for lane b08 run #811 and n2 positive for lane b09 run #812. Customer provided the two runs for investigation from instrument ct1682. Manual pcr curve adjudication was conducted across the two discrepant results. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. Pcr curve of sample b08 run #811 is depicting an atypical curve. It does not appear to be a true positive result. Bd was unable to confirm the cause of this atypical curve. Analysis of the pcr curve of sample b09 in run #812 shows a true amplification for n2 target without anomaly indicative of true positive results. This sample looks like a true positive sample at the limit of detection (lod) of the assay. Low positive samples can occur due to viral titers in the specimen being at or near the lod of the assay. Environmental target contamination at customer site could also explain this positive result observed. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 (ref. (B)(4) product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). See h10.

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained by the laboratory personnel. Repeat testing done with kit bd max sars-cov-2 reagents and seegene and both were negative. Result was reported to patient who avoided breast feeding until negative result was obtained. No further patient impact reported. (B)(4).

Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained by the laboratory personnel. Repeat testing done with kit bd max sars-cov-2 reagents and seegene and both were negative. Result was reported to patient who avoided breast feeding until negative result was obtained. No further patient impact reported. Eua# (B)(4).